Event description:
It was reported the patient was not receiving adequate stimulation with the programs. Reprogramming was attempted with no success. X-ray imagery had been ordered for further analysis. No info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.